Event description:
Philips received a complaint by the customer on the v60 indicating that the device was down because of an internal battery error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was down because of an internal battery error. A service quote for repair was sent to the customer for approval, and the customer accepted. The remote service engineer (rse) created onsite service for the customer, and an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was down because of an internal battery error. A service quote for repair was sent to the customer for approval, and the customer accepted. The remote service engineer (rse) created onsite service for the customer, and an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp powered on the device in ventilation mode and confirmed the reported issue. The asp discovered that a 1124 "battery failed" alarm error occurred, and the device did not operate on battery power. The asp also reviewed the diagnostic report (drpt) and found that the 1124 error code was logged. Although the battery was recently replaced by the biomedical engineer (bme), the asp recommended replacing the battery. Once the battery was replaced, the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The customer called technical support to report that the device was down because of an internal battery error. A service quote for repair was sent to the customer for approval, and the customer accepted. The remote service engineer (rse) created onsite service for the customer, and an authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp powered on the device in ventilation mode and confirmed the reported issue. The asp discovered that a 1124 "battery failed" alarm error occurred, and the device did not operate on battery power. The asp also reviewed the diagnostic report (drpt) and found that the 1124 error code was logged. The battery was recently replaced by the biomedical engineer (bme). The investigation is ongoing.